Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient thought their settings had changed and it was causing some problems. Patient noticed it probably about a week or so ago. Patient went through all the medical documents and there were no indications or records annotating what the settings were. Patient called to ask whether we had records what pt's original settings where. Reviewed patient could try increasing intensity and try other groups. Patient said there was hidden danger in changing the settings. If patient went too high on the intensity they had problems and secondary issues. Redirected to healthcare provider. Patient mentioned once in a while they had to reset the controller when they had connection issues.